Event description:
It was reported that the right ventricular (rv) lead was explanted due to a heart wall perforation. The perforation was confirmed through ultrasound imaging. A lead replacement will be scheduled. No additional adverse patient effects were reported.